Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that a meter error 1 alert was emitted at random. The reporter noted that the meter remote had previously been replaced in the past 30 days for the same issue. There is no indication that the product issue caused or contributed to an adverse event.this complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.